Event description:
The patient experienced a loss of therapeutic effect over the course of several months. A granuloma was detected with a magnetic resonance imaging and/or computerized tomography myelogram in 2009. The pump was used to deliver morphine 8.265 mg/day and clonidine 20.664 mg/dl from 2002 to 2009. The patient underwent surgery to reposition the catheter tip from t9-t10 to t11. The patient recovered without sequela from surgery. The hcp reported the patient condition as 'improved.'